Event description:
It was reported that at 106,487 joules an error message occurred for the fiber tip to be cleaned, doctor proceeded to clean the fiber but the fiber tip detached. The procedure was completed with a second fiber. There was no injury to the patient.

Manufacturer narrative:
(B)(4).